Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a vaginal mesh revision on (B)(6) 2011 and a mesh removal surgery on (B)(6) 2011, and on (B)(6) 2012 the patient underwent an excision of urethral mesh repair of urethral fistula. (B)(4).

Manufacturer narrative:
(B)(4): vaginal lesions; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Dr. (B)(6).

Event description:
It was reported via repair work order that the left and right siderails had a loss of function due to broken siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 to treat stress urinary incontinence and an obturator sling was implanted. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure and was later diagnosed with an infection and lesions on her anterior vaginal wall. The patient has undergone multiple surgeries and revisionary procedures and continues to experience dysuria, dyspareunia, pelvic pain, pain in the vagina and pain in the rectum. No additional information was provided.